Manufacturer narrative:
(B)(4). The reported capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported during implantation before the pocket was closed, the device could not register a capture stimulation in the left ventricular channel. The device was removed and replaced. No further information is available.